Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain, right side pain"), device dislocation ("the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis."), genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome") in a 31-year-old female patient who had essure (batch no: 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa) and ibuprofen. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), sensitivity of teeth ("dental problems: "severe" teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and rash ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal distension ("bloating/ feeling of fullness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and "heavier", cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). On (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began experiencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon refered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterectomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermittent feeling of fullness & nausea"), cognitive disorder ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal discharge") with vaginal odour, dry eye ("vision/eye problems type: severe dry eyes"), blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), ear infection ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain") and inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflammation internally.") And was found to have blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur") and blood pressure decreased ("blood or heart disorder / condition: blood pressure dropping feeling"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and feeling abnormal was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, stress, abdominal pain, blood testosterone decreased, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, sensitivity of teeth, cognitive disorder, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, blepharitis, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, blood pressure decreased, gingival swelling, rash, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, ear infection, abdominal pain upper and inflammation outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, bacterial vaginosis, biliary colic, bladder pain, blepharitis, blood pressure decreased, blood testosterone decreased, cardiac murmur, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dysmenorrhoea, dyspareunia, ear infection, fatigue, feeling abnormal, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hypothyroidism, inflammation, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, rash, rash papular, renal pain, sensitivity of teeth, sjogren's syndrome, stress, systemic lupus erythematosus, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: the need for additional surgery current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.12 kgs. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Pathology test: on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus endometrium: benign, late proliferative, early secretory-phase endometrium. No hyperplasia or malignancy identified. Myometrium: no significant histopathologic alterations. 2. Cervix: benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received lot number added. Events" testosterone is chronically low,abnormal bleeding (vaginal, menorrhagia), can longer wear earrings containing nickel, infection (bladder/ urinary tract/vaginal) type: several urinary tract infections. Chronic bacterial vaginosis and yeast infections, severe anxiety, emotional stress, hypothyroidism, unexplained itchy red bumps appearing all over body, migraines / headaches, dr. Now believes I now have pelvic congestion syndrome, palpitations, dizziness, heart murmur, nausea, severe cognitive deficiencies, memory loss, tremors in legs and head, nickel allergy, dysmenorrhea dyspareunia , vaginal discharge, severe dry eyes, diagnosed blepharitis, blurry vision, grey spots in left eye vision field, white flashing light in right, fatigue, unexplained enlarged liver, kidney area pain, gallbladder area pain loose stools, hair loss, bloating painful periods and heavier, systemic lupus, sjogren's syndrome, large blood clots, acne, itchy red bumps all over body, bladder pain, high heart rate, blood pressure dropping feeling, feeling of fullness, gum inflammation, teeth sensitivity, brain fog, gallbladder pain, kidney area pain, joint pain, hip pain, vaginal and rectum pain, migration of essure,were you advised of any complications from your essure removal procedure: yes, physician told me the surgery was successful however he noted ,lot of inflammation internally " were added. Outcome of events " bloating, period cramping, bleeding, blood clots" were updated as recovered and pelvic pan, brain fog , fatigue were updated as recovering. Concomitant drug, lab data, medical history were added, patient and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain, right side pain"), device dislocation ("the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis."), genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome") in a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa) and ibuprofen. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and the first episode of dermatitis contact ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal distension ("bloating/ feeling of fullness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and havier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began expriencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon reffered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermitent feeling of fullness & nausea"), cognitive disorder ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal dischage") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), the second episode of feeling abnormal ("blood or heart disorder / condition: blood pressure droping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), the second episode of dermatitis contact ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain") and inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflmmation internally.") And was found to have blood testosterone decreased ("hormonal changes describe: testosterone is chronically low") and cardiac murmur ("blood or heart disorder/condition type: heart murmur"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, stress, abdominal pain, blood testosterone decreased, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, hyperaesthesia teeth, cognitive disorder, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, blepharitis, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, the last episode of feeling abnormal, gingival swelling, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, the last episode of dermatitis contact, abdominal pain upper and inflammation outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, bacterial vaginosis, biliary colic, bladder pain, blepharitis, blood testosterone decreased, cardiac murmur, cognitive disorder, device dislocation, diarrhoea, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hyperaesthesia teeth, inflammation, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, rash papular, renal pain, sjogren's syndrome, stress, systemic lupus erythematosus, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of dermatitis contact, the first episode of feeling abnormal, the second episode of dermatitis contact and the second episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: the need for additional surgery current weight (B)(6). Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus endometrium: benign, late proliferative, early secretory-phase endometrium. No hyperplasia or malignancy identified. Myometrium: no significant histopathologic alterations. 2. Cervix: benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain'), device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.'), genital haemorrhage ('heavy bleeding'), systemic lupus erythematosus ('autoimmune disorder type of disorder: systemic lupus erythematosus'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome') and kidney infection ('kidney infection') in a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety").on (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal distension ("bloating/ feeling of fullness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and heavier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began experiencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon refered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermittent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal discharge") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure dropping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflammation internally."), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth") and the second episode of hyperaesthesia teeth ("tooth sensitivity") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth and the last episode of hyperaesthesia teeth outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, bacterial vaginosis, biliary colic, bladder pain, blood urine present, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, kidney infection, mass, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. The reporter commented: the need for additional surgery current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus: - endometrium: - benign, late proliferative, early secretory-phase endometrium. - no hyperplasia or malignancy identified. - myometrium: - no significant histopathologic alterations. 2. Cervix: - benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone - no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: - benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received : reporter information updated. New events: back spasming, colonoscopy, cysts, low grade fever, hormones are all jacked up, sore throat, incisions developed redness, bruising, face was showing a lot of swelling, brain fog, low testosterone, soreness all throughout my body, blepharitis, blood pressure dropping, massive red lump swell on my chin, uterine enlargement, red eye, four scars on abdomen, low appetite, slow digestion, cognitive dysfunction, dry mouth, tooth sensitivity and kidney infection were added. Concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain') and device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') In a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and havier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began expriencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon reffered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermitent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal dischage") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure droping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflmmation internally."), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity") and autoimmune thyroiditis ("hashimotos") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth and autoimmune thyroiditis outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, kidney infection, mass, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: the need for additional surgery current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: uterus endometrium: benign, late proliferative, early secretory-phase endometrium. No hyperplasia or malignancy identified. Myometrium: no significant histopathologic alterations. Cervix: benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone no dysplasia or malignancy identified. Fallopian tubes, bilateral: benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Lot number: 841857 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain') and device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') In a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and heavier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began experiencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon refered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermittent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal discharge") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure dropping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflammation internally."), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity") and autoimmune thyroiditis ("hashimotos") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth and autoimmune thyroiditis outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, kidney infection, mass, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. The reporter commented: the need for additional surgery. Current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus: endometrium: benign, late proliferative, early secretory-phase endometrium. No hyperplasia or malignancy identified. Myometrium: no significant histopathologic alterations. 2. Cervix: benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received. Event: hashimotos added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain') and device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') In a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: severe teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness,bloated abdomen/ bloating came and went after removal for about one year then it stopped"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and heavier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began experiencing high hear rate"). On (B)(6)2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon refered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterectomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain, every time she ate something/pain would start"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermittent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal discharge") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure dropping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("complications found at essure removal procedure: yes,physician told surgery successful but he noted lot of inflammation internally / tests showed chronic inflammation"), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity"), autoimmune thyroiditis ("hashimotos"), eye irritation ("just lots of eye burning"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain"), intervertebral disc degeneration ("degenerative disc disease") and vitamin d deficiency ("severe vitamin d deficiency") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth, autoimmune thyroiditis, eye irritation, breast mass, nipple pain, flank pain, intervertebral disc degeneration and vitamin d deficiency outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, breast mass, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye irritation, fatigue, flank pain, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, intervertebral disc degeneration, kidney infection, mass, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, nipple pain, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. The reporter commented: need for additional surgery. Current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Blood test - on an unknown date: chronic inflammation. Vitamin d deficiency. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus endometrium: benign, late proliferative, early secretory-phase endometrium. No hyperplasia or malignancy identified. Myometrium: no significant histopathologic alterations. 2. Cervix: benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Lot number: 841857 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted tests showed she had severe vitamin d deficiency (event added). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') And pelvic pain ('chronic pain, right side pain') in a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii, fallopian tube cyst, ferritin low and fatty acid deficiency. Concomitant products included celecoxib (celexa), d-mannose (d mannose), ibuprofen and tretinoin. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness,bloated abdomen/ bloating came and went after removal for about one year then it stopped"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and havier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began expriencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon reffered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain, every time she ate something/pain would start"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermitent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal dischage") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure droping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("complications found at essure removal procedure: yes,physician told surgery successful but he noted lot of inflmmation internally / tests showed chronic inflammation"), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity"), autoimmune thyroiditis ("hashimotos"), eye irritation ("just lots of eye burning"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain"), intervertebral disc degeneration ("degenerative disc disease") and vitamin d deficiency ("severe vitamin d deficiency") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, heavy menstrual bleeding, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth, autoimmune thyroiditis, eye irritation, breast mass, nipple pain, flank pain, intervertebral disc degeneration and vitamin d deficiency outcome was unknown, the pelvic pain and fatigue was resolving and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, breast mass, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye irritation, fatigue, flank pain, genital haemorrhage, gingival swelling, headache, heart rate increased, heavy menstrual bleeding, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, intervertebral disc degeneration, kidney infection, mass, menstrual disorder, migraine, muscle spasms, nausea, nipple pain, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. The reporter commented: need for additional surgery. Current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. On unknown date oophorectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Blood test - on an unknown date: chronic inflammation. Vitamin d deficiency. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus - endometrium: - benign, late proliferative, early secretory-phase endometrium. - no hyperplasia or malignancy identified. - myometrium: - no significant histopathologic alterations. 2. Cervix: - benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone - no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: - benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Lot number: 841857 manufacture date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain') and device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') In a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii, fallopian tube cyst, ferritin low and fatty acid deficiency. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness,bloated abdomen/ bloating came and went after removal for about one year then it stopped"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and havier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began expriencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon reffered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain, every time she ate something/pain would start"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermitent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal dischage") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure droping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("complications found at essure removal procedure: yes,physician told surgery successful but he noted lot of inflmmation internally / tests showed chronic inflammation"), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity"), autoimmune thyroiditis ("hashimotos"), eye irritation ("just lots of eye burning"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain"), intervertebral disc degeneration ("degenerative disc disease") and vitamin d deficiency ("severe vitamin d deficiency") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, heavy menstrual bleeding, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth, autoimmune thyroiditis, eye irritation, breast mass, nipple pain, flank pain, intervertebral disc degeneration and vitamin d deficiency outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, breast mass, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye irritation, fatigue, flank pain, genital haemorrhage, gingival swelling, headache, heart rate increased, heavy menstrual bleeding, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, intervertebral disc degeneration, kidney infection, mass, menstrual disorder, migraine, muscle spasms, nausea, nipple pain, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: need for additional surgery. Current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. On unknown date oophorectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Blood test - on an unknown date: chronic inflammation. Vitamin d deficiency. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus - endometrium: - benign, late proliferative, early secretory-phase endometrium. - no hyperplasia or malignancy identified. - myometrium: - no significant histopathologic alterations. 2. Cervix: - benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone - no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: - benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Lot number: 841857, manufacture date: 2011-03, and expiration date: 2014-03. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, abdominal distention, feeling abnormal, headache, dizziness, vitamin d deficiency, autoimmune thyroiditis, systemic lupus erythematosus. Most recent follow-up information incorporated above includes: on 25-oct-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain, right side pain') and device dislocation ('the implant appear to have migrated on kub/it appears that one of the coils has migrated possibly to the midpelvis.') In a 31-year-old female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, gerd, dysplasia, sinus infection, right lower quadrant pain, thyroid disorder, abdominal tenderness, cervical intraepithelial neoplasia iii and fallopian tube cyst. Concomitant products included celecoxib (celexa), d-mannose (d mannose) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: could no longer wear earrings containing nickel, nickel allergy"), the first episode of hyperaesthesia teeth ("dental problems: sevre teeth sensitivity"), acne ("hormonal changes describe : severe acne on jawline") and contact dermatitis ("buttons on jeans began leaving a rash on my stomach area."). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"). In 2015, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome"), abdominal distension ("bloating/ feeling of fullness,bloated abdomen/ bloating came and went after removal for about one year then it stopped"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches, headache on left side of head and forehead area"), dysmenorrhoea ("dysmenorrhea (cramping), painful periods and havier, cramping with ovulation and periods") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) large blood clots"). In (B)(6) 2015, the patient experienced hepatomegaly ("gastrointestinal or digestive system condition type: unexplained enlarged liver") and renal pain ("kidney area pain"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations") and vitreous floaters ("eye floaters") and was found to have heart rate increased ("she began expriencing high hear rate"). On (B)(6) 2017, the patient experienced bladder pain ("bladder or urinary problems or changes: her surgeon reffered her to physical therapy for bladder pain after her hysterectomy"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary tract infections following hysterctomy"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: unexplained itchy red bumps appearing all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), stress ("stress, psychological or psychiatric problems condition: emotional stress"), abdominal pain ("abdominal pain, every time she ate something/pain would start"), bacterial vaginosis ("she had chronic bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines"), pelvic congestion ("reproductive system disorder or condition type of disorder or condition: dr. Now believes she now had pelvic congestion syndrome/heaviness in pelvic"), dizziness ("blood or heart disorder/condition type: dizziness"), nausea ("nausea, intermitent feeling of fullness & nausea"), cognitive impairment ("neurological conditions or problems type: severe cognitive deficiencies"), amnesia ("memory loss"), tremor ("tremors in legs and head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge began experiencing a foul smelling vaginal dischage") with vaginal discharge, dry eye ("vision/eye problems type: severe dry eyes"), the first episode of blepharitis ("blepharitis"), vision blurred ("grey spots in left eye vision field, blurry vision"), photopsia ("white flashing light in right"), visual impairment ("grey spots in left eye vision field"), fatigue ("fatigue / exhausted"), diarrhoea ("gallbladder area pain loose stools"), biliary colic ("gallbladder area pain"), alopecia ("hair loss"), feeling abnormal ("blood or heart disorder / condition: blood pressure droping feeling"), gingival swelling ("dental problems: gum inflammation"), arthralgia ("joint pain all over body, most intense in right hip pain/ right side hip pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), dermatitis due to metals ("earrings containing nickel inflamed my ears."), abdominal pain upper ("upper right abdominal pain"), inflammation ("were you advised of any complications from your essure removal procedure: yes,physician told me the surgery was successful however he noted ,lot of inflmmation internally."), muscle spasms ("back spasming"), cyst ("cysts"), pyrexia ("low grade fever"), oropharyngeal pain ("sore throat"), incision site erythema ("incisions developed redness"), contusion ("bruising"), swelling face ("face was showing a lot of swelling / massive red lump swells up on my chin"), the second episode of feeling abnormal ("brain fog"), pain ("soreness all throughout my body"), the second episode of blepharitis ("blepharitis"), dysuria ("horrific burning, had to pee every 2 minutes"), mass ("massive red lump swell up on my chin"), uterine enlargement ("uterine enlargement"), ocular hyperaemia ("red eye"), scar ("four scars on abdomen"), decreased appetite ("low appetite"), dyspepsia ("slow digestion"), cognitive function abnormal ("cognitive dysfunction"), dry mouth ("dry mouth"), the second episode of hyperaesthesia teeth ("tooth sensitivity"), autoimmune thyroiditis ("hashimotos"), eye irritation ("just lots of eye burning"), breast discharge ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain") and intervertebral disc degeneration ("degenerative disc disease") and was found to have the first episode of blood testosterone decreased ("hormonal changes describe: testosterone is chronically low"), cardiac murmur ("blood or heart disorder/condition type: heart murmur"), colonoscopy ("colonoscopy"), hormone level abnormal ("hormones are all jacked up"), the second episode of blood testosterone decreased ("low testosterone") and blood urine present ("bleeding in my urine"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the device dislocation, systemic lupus erythematosus, sjogren's syndrome, kidney infection, stress, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, autoimmune hypothyroidism, rash papular, bladder pain, migraine, headache, pelvic congestion, palpitations, dizziness, cardiac murmur, nausea, cognitive impairment, amnesia, tremor, dyspareunia, vaginal discharge, dry eye, vision blurred, photopsia, visual impairment, hepatomegaly, renal pain, diarrhoea, biliary colic, alopecia, acne, heart rate increased, feeling abnormal, gingival swelling, contact dermatitis, vitreous floaters, arthralgia, vulvovaginal pain, proctalgia, dermatitis due to metals, abdominal pain upper, inflammation, colonoscopy, cyst, pyrexia, hormone level abnormal, incision site erythema, swelling face, the last episode of blood testosterone decreased, blood urine present, dysuria, mass, uterine enlargement, ocular hyperaemia, scar, decreased appetite, dyspepsia, cognitive function abnormal, dry mouth, the last episode of hyperaesthesia teeth, autoimmune thyroiditis, eye irritation, breast discharge, nipple pain, flank pain and intervertebral disc degeneration outcome was unknown and the genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and the last episode of blepharitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, autoimmune thyroiditis, bacterial vaginosis, biliary colic, bladder pain, blood urine present, breast discharge, cardiac murmur, cognitive impairment, colonoscopy, contact dermatitis, contusion, cyst, decreased appetite, device dislocation, diarrhoea, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye irritation, fatigue, flank pain, genital haemorrhage, gingival swelling, headache, heart rate increased, hepatomegaly, hormone level abnormal, incision site erythema, inflammation, intervertebral disc degeneration, kidney infection, mass, menorrhagia, menstrual disorder, migraine, muscle spasms, nausea, nipple pain, ocular hyperaemia, oropharyngeal pain, pain, palpitations, pelvic congestion, pelvic pain, photopsia, proctalgia, pyrexia, rash papular, renal pain, scar, sjogren's syndrome, stress, swelling face, systemic lupus erythematosus, tremor, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of blepharitis, the first episode of blood testosterone decreased, the first episode of feeling abnormal, the first episode of hyperaesthesia teeth, cognitive function abnormal, dermatitis due to metals, feeling abnormal, the second episode of blepharitis, the second episode of blood testosterone decreased, the second episode of hyperaesthesia teeth and the second episode of feeling abnormal to be related to essure. The reporter commented: the need for additional surgery current weight 135 lbs. Successful placement of bilateral essure in fallopian tubes with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Uterus - endometrium: - benign, late proliferative, early secretory-phase endometrium. - no hyperplasia or malignancy identified. - myometrium: - no significant histopathologic alterations. 2. Cervix: - benign ecto- and endocervix with focal reactive epithelial changes and patchy acute and chronic inflammation at the transformation zone - no dysplasia or malignancy identified. 3. Fallopian tubes, bilateral: - benign fallopian tubes bilaterally with histologically unremarkable fimbriae. Lot number: 841857, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4) and (B)(4). All the information for deletion case transferred to this case. Events "breast secretion female (nipple leak), breast mass (thumb-shaped mass in my right breast), nipple pain female (stabbing pain around nipples on both breasts), right sided flank pain (right side pain), degenerative disc disease" were added. Reporter information was added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress ("stress"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, stress, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, pelvic pain and stress to be related to essure. The reporter commented: the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.